Event description:
It was reported that during implant, the physician experienced difficulty inserting the new right ventricular (rv) lead into the header of the new implantable cardioverter defibrillator (ICD). Upon forceful insertion, there was no sensing. To address the issue, the procedure was completed using an alternate ICD on (B)(6) 2025. The patient remained stable.

Manufacturer narrative:
The reported events of a failure to sense and difficult to insert was not confirmed by analysis. Final analysis found all device assessments to be normal. No anomalies were detected.